Event description:
The reporter stated that the surgeon was using a competitor's lens with the indigo-p injector and the foam tip plunger went beyond the proximal haptic and the haptic broke off in the injector during insertion. The lens was removed and exchanged without incident.